Event description:
On (B)(6) 2007: pre-operative diagnoses: severe radiculopathy and low back pain prior discectomy at l5-s1 lumbar degenerative disc disease at l5-s1 and chronic herniated disc and lumbar stenosis post-operative diagnoses: severe radiculopathy and low back pain prior discectomy at l5-s1 degenerative disk disease foraminal stenosis, severe, at l5-s1 chronic herniated disc bilaterally more on left than the right l5-s1 procedures performed: l5-s1 posterolateral spinal fusion l5-s1 posterior instrumentation, legacy 5.5 titanium with an x fin crosslink anterior interbody fusion via tlif approach tlif cage, crescent 12x30 mm right iliac crest graft taken through a cortical window combined with large infuse kit and local bone graft bilateral l5-s1 lumbar laminotomies, a right l5-s1 medial facetectomy and foraminotomy, left l5 facetomy, tliffusion and left l5-s1 lumbar diskectomy indications for operation: per medical records, patient presented with persistent back and leg pain. He had ¿incapacitating¿ leg pain going down the left leg in a l5-s1 distribution with any walking, bending, stooping,sneezing, coughing, or sitting. Per medical records, surgery was 50% more difficult because of the significant scar tissue from the previous bilateral l5-s1 lumbar laminotomy/discectomy.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.